Event description:
It was reported that the patient had presented to the ER after entering status epilepticus. The patient's mother believed that the patient experienced status due to a "magnet stimulation failure" or a low generator battery. The company representative interrogated the patient's vns following her discharge from the ER and diagnostics were within normal limits. A magnet mode diagnostics was performed and it was revealed that the magnet was functioning as intended. No additional relevant information has been received to date.